Event description:
The reporter stated the surgeon inserted an aq2015a silicone aspheric three piece lens and the lens optic tore. The lens was removed with no pt injury, no enlarged incision or sutures. The backup lens was implanted.

Manufacturer narrative:
(B)(4).